Event description:
It was reported that the customer experienced high blood glucose of 400mg/dl. It was stated that the insulin pump alarmed and insulin squirted out during the manual prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window.